Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during drain. The home patient (hp) disconnected earlier and got the se in drain 5 of 5. The baxter technical service representative (tsr) reviewed the disconnect procedure and cycled power. They got a se 2367 and the hp would complete therapy with manual supplies. They cleared the alarm. The patient was not connected at the time of the alarm. A dummy tummy was not being used. The patient line did not become inadvertently separated from the transfer set. The patient did not press go to start therapy before connecting to the home choice. The patient did disconnect prior to the alarm and did reconnect to the setup. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and they would finish therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012 and he was able to finish out therapy that day with manual supplies. He did not follow the correct procedures for disconnecting. He was able to complete therapy fine the next day with new supplies. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on (B)(4) 2012 and he was not aware of the patient having had that alarm. He would discuss the alarm with the patient the next time he sees them. As far as he knows the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnect from set. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.